Manufacturer narrative:
(B)(4). Method: the complaint mr290 device was visually inspected and connected to a water bag 3 different times to check for leaks. Results: visual inspection revealed no damage on the chamber dome or base. In all 3 tests with the water bag, the water stopped filling the chamber at 4mm below the maximum fill line. The float system operated correctly and the chamber was within specification. A lot check revealed no other complaint of this type for lot number 120830. Conclusion: no fault was found on the complaint mr290 chamber. Overfilling is caused by both the primary and secondary float mechanisms in the mr290 chamber being disabled. Impact damage can lead to misalignment and subsequent jamming of the valve float mechanism allowing water to fill the chamber unimpeded and preventing float operation. The mr290 chamber user instructions includes a warning to not use the chamber if it has been dropped. Following production, the float mechanism of every mr290 chamber is performance tested and those that fail are rejected. Our user instructions that accompany the mr290 chamber indicate in pictorial form the maximum fill line and advise the user to replace the chamber should the water level exceed the maximum fill line (B)(4).

Event description:
A hospital in (B)(6) reported via a fisher and paykel healthcare field representative that water was filling "uncontrollably" into an mr290 autofeed humidification chamber. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via a fisher and paykel healthcare field representative that water was filling "uncontrollably" into an mr290 autofeed humidification chamber. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290 device is in transit to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.